Event description:
When opening a package of pump infusion set, 3 smartsite ysite, two separate pieces fell out of the package. The tubing was not glued in place to the ysite connection point. There is glue residue present on the tubing.